Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
I was walking fine without a cane before the revision surgery was done. I returned to dr. (B)(6) in (B)(6) 2015 seeking help. All I know for sure is that in the revision he put a thicker plastic block between the titanium implants in my femur and tibia. I believe this block to be too thick for the metal implants and this is why I am constantly falling down, having to use a cane when I walk, and am in constant excruciating pain. I think the plastic component of the implant (thicker than it should be) is destroying my gait and I'm forced to take pain medication that I don't want to just to be able to function as an adult with a career.